Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control and display module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that during a procedure the display of the s5 system panel went blank. There was no report of pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a procedure the display of the s5 system panel went blank. There was no report of pt injury.